Manufacturer narrative:
H3, h6: the reported device was received for evaluation. It was determined the device did not contribute to the reported event. A review if the customer provided image found two screws. The screw on the left has flattened and deformed threads, and the screw on the right has flattened and deformed threads. There is debris on both devices. A visual inspection of the returned device found that it is not in its original packaging. The threads of the screw are flattened and there is debris on the device. Based on the condition of the product material found during visual inspection, additional material testing is not required. A functional evaluation could not be performed due to the condition in which the device was received. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. No clinically relevant supporting documentation was provided for review. If any fragments of the biosure screw remains retained in the patient, it is made of a biocomposite material which is intended for implantation to allow for bone ingrowth. If the screw was retained, it is unknown if the biosure screw will migrate and there is potential risk for tissue inflammation and/or pain. Since no patient injury or other complications were reported, no further clinical/medical assessment is warranted at this time. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during acl procedure, internal to patient, the screws failed to be placed, it was damaged at the time of screwing, there was a sound and the screwdriver was removed with a part of the screw, the remaining broken pieces were removed using pliers. The procedure was successfully completed without significant delay using a s+n back-up device. No further complications were reported.